Manufacturer narrative:
Device history record review was completed on the reported lot number v2c104. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. One sample was received for investigation and was already activated. The sample was inspected for any damage or defects; no issues were identified. Therefore, the reported event could not be confirmed. Cardinal health will continue to monitor complaint trends for this issue.

Event description:
Customer reported an infant heel warmer was leaking from the side seal after activation. There was exposure but fortunately, the lab tech was wearing gloves. No injury reported.